Event description:
The customer reported that the system displayed an error message then locked up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system batteries were replaced. The system was then found to be operating as intended.